Event description:
It was reported that the patient was lethargic and confused to time, situation and place. They also reported worsening pain associated with an existing driveline exit site infection (B)(6). They had previously had incision and drainage (I&d) surgery (B)(6). The patient also has a history of multiple loss of power alarms and were unable to provide reliable history surrounding the loss of external power events. Log files submitted for review captured no external power alarms and multiple other associated alarm types on (B)(6) 2024 and (B)(6) 2024 which were caused by power to the mobile power unit (mpu) being briefly interrupted. One isolated emergency backup battery (ebb) fault was noted on (B)(6) 2024 which self-resolved. The clinical symptoms/cultures, cause of lethargy and confusion, and a neurological event being diagnosed where unable to be assessed. The patient was being actively treated. The mpu had a v-lock connector. The patient could not recall if a power cord came loose. The patient could not provide information on the environmental circumstances at the time. The mpu was not exchanged and was not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2: corrected. Section b5: corrected. Section h6 - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause for the reported driveline infection could not be conclusively determined. Review of the submitted left ventricular assist device (lvad) event and periodic log files for the reported event date of 15aug2024 revealed no notable events or alarms. The pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of this IFU lists potential adverse events, including driveline infection and other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurological dysfunction as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR#: 2916596-2024-06536 (previously reported onset of driveline infection).